Manufacturer narrative:
(B)(4)

Event description:
It was reported that "repeated high-pressure alarms, and then pump shut off." Additional information received on april 21, 2026, indicated that "no patient injury or adverse clinical consequence was reported, and no medical intervention was required. The patient's status was reported as "fine." The pump was restarted and used for the patient, then taken out of service once the patient's blood pressure was managed."